Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient began experiencing pain approximately 4 years post op. The surgeon ordered a routine x-ray which revealed the bearing locking screw had come loose and was floating in the joint. The patient underwent a revision surgery that included washout and bearing exchange. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Visual examination of the provided pictures identified the explanted device with foreign debris on it. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intraop complications reported during the initial total knee arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.